Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with pump. Customer got pump error and power loss. Customer stated that she could not get pump to turn off. Customer declined to troubleshoot for high blood glucose. The customer was advised to monitor these issues and if these issues happen again to call back as needed. The insulin pump will not be returned for analysis.